Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
Related manufacturer report number: 2017865-2023-23088 it was reported that the patient had a pocket infection. It was noted that the patient underwent a laser lead extraction. The patient's entire system was explanted. The patient was stable.

Manufacturer narrative:
Correction: d6a: date of implant: implant date should have been on (B)(6) 2019 instead of on (B)(6) 2023.